Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) of 51 mg/dl; cause was unknown. Carbohydrates, juice, and peanut butter were consumed to treat bg level. Reportedly, the customer resolved bg and required no further assistance.